Event description:
It was reported that a malfunction occurred on a pump, although no notable events took place prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears, which the customer acknowledged and understood.